Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issues. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not functional and that a short circuit occurred. Upon investigation, stryker observed that two of the electrodes¿ connector pins had scorch marks and that device could not be powered on. This issues may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was not functional and that a short circuit occurred. Upon investigation, stryker observed that two of the electrodes¿ connector pins had scorch marks and that device could not be powered on. This issues may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the short circuit and device non being functional was scorched electrodes' connector pins. It was determined that the device cannot be repaired. The device was returned to the customer unrepaired per their request.